Event description:
It was reported that the tip of the probe broke off. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
(B) (4): the product was returned for evaluation. Visual examination found the tip broke at the 40mm laser etch line. Approximately 37.5 mm of the tip was broken and missing. The fractured surface shows signs of fatigue and it appears that excessive bending load was applied to the instrument which may have caused the tip to break. A review of the device history records did not identify any applicable nonconformance to specification.